Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The chisel blade was analyzed for conformance to print specifications and the device history records were researched; no abnormal findings were identified. Manufacturing and inspection records in indicated no problems with the lot in question. The fracture face is homogenous which indicates material conformity. Based on these findings, we concluded that the cause of failure is not due to any manufacturing nonconformances. Based on the complaint description and because the complete front part of the chisel was not sent back for investigation, we are not able to determine the exact cause of this occurrence. We can only assume that a mechanical overload during use caused the breakage. No product fault could be detected. This complaint is indeterminate.

Event description:
It was reported that the device broke during an operation. This is report 1 of 1 for file (B)(4).